Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Multiple new cartridges were loaded while trying to resolve the issue. Customer¿s blood glucose level was 104 mg/dl. Customer successfully resumed insulin therapy after a final cartridge change.